Event description:
During the implant procedure, while tunneling using the inspire tunneler, a vessel was inadvertently nicked, resulting in bleeding. The surgeon identified the source of bleeding and achieved hemostasis with cautery. This resolved the issue.